Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found serum on the tip clamps in the reported problem area of the pipette assembly. The fse replaced tip clamps and cleaned the tip sleeves. The instrument was inspected, tested without further problem, and returned to service.